Manufacturer narrative:
Investigation results: the arthroscopy shaver was rec'd for eval. During testing, the shaver handpiece did not operate due to the motor/grear box failure. Further investigation found the handpiece had the potential to operate on its own. This was due to pc board failure. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There was no reported injuries associated with this event.

Event description:
It was reported that during use of this shaver handpiece in a knee arthroscopy, the shaver started on its own, while lying on a mayo stand. There was no pt injury associated with this event and the surgical procedure was completed with another shaver handpiece.